Event description:
It was reported that the tip fell off of the xience stent delivery system (sds) after the sds was removed from the hoop, during unpackaging. There was no patient involvement. Another xience of the same size was used without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the available information for this lot, there is no evidence to suggest that the device issue is related to the manufacturing process.